Event description:
Additional information reported x-rays revealed the lead might have been fractured. Surgical intervention may be undertaken to address the issue.

Event description:
It was reported patient's one of the leads had high impedances and patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10381163, 10381163.